Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was given a new program to try to resolve the issue. It was unknown whether the issue had resolved. The patient was scheduled to be seen on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
No further reports will be submitted under 3004209178-2020-05374. See regulator report number 3004209178-2017-18206 for all future reports related to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient felt shocking in their right foot/thigh and left big toe/thigh. The patient typically felt stimulation all the way down their left leg. The rep reported that the patient felt the shocking sensation even when they had turned the amplitude to 0v although they had never turned the ins completely off. The rep indicated that this had been going on for at least a year. The rep noted that it could have been going on even longer. The rep reported that the last episode of shocking was on friday which lasted unto saturday morning for a total of around 5-7 hours. The shocking was intermittent and then just eased out. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on april 3, 2020. It was reported that the appointment scheduled for (B)(6) 2020 was cancelled due to covid-19. No further information was provided. No further complications were reported or anticipated.